Manufacturer narrative:
The manufacturer did not receive devices and x-rays for review. Other source documents (surgical reports) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom u.s. Acetabular component on the left side on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to pain and loosening.